Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not cross the lesion in the sfa. Reportedly, another recanalization catheter was unsuccessful in crossing the lesion. It was reported that no further treatment was provided. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the partial catheter was returned. The segment measures 144.5 cm from strain relief to point of the break. The break was examined closer under magnification (10x) and the break was noted to not be clean with evidence of stretching. The stretching is indicative that excessive force was applied to the catheter. The distal tip of the device was not returned for evaluation. No other anomalies were identified. Functional/performance evaluation: functional testing could not be conducted due to the returned condition of device. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is confirmed for detachment, as the distal tip was not returned with the catheter. The investigation is inconclusive for retraction issues and failure to advance, as the returned segment could not be functionally tested and the conditions of used could not be recreated. Based on the condition of the returned sample, it is likely that excessive force was applied to the catheter, causing the detachment. Based on the available information, it is possible that patient and/or procedural issues may have contributed to the reported event; however, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: while retracting the catheter, if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or catheter separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the catheter, introducer sheath and guidewire (as necessary) as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after several attempts, the support catheter allegedly would not cross the chronic total occlusion in the popliteal artery. It was further reported that during retraction of the support catheter, a segment of the support catheter allegedly detached within the vessel. The health care provider (hcp) reportedly removed the detached segment from the vessel. Reportedly, another recanalization catheter was unsuccessful in crossing the lesion. It was reported that the occlusion was not passable and the hcp concluded the procedure. There was no reported impact or consequence to the patient.